Event description:
A caller reported experiencing a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level noted. The caller received assistance from technical support, who guided them through a complete pump reset. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.